Event description:
Device 1 of 4. Reference MFR report: 1627487-2012-04934, 04935, 04936. It was reported the pt was not receiving full stimulation coverage. It was reported the pt had moved to another country where reprogramming of the system was unavailable. It was reported the pt had only received one reprogramming session. The physician opted to explant the entire system.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval: results - as received, the ipg was not responsive due to a deleted battery. After the battery was recovered, the ipg communicated, charged, and was tested to mfg specifications using the autotester. The ipg passed all tests on the autotester except the ucod pattern test. The failing channel (8) was programmed and monitored on a lab oscilloscope. The signals observed from the failing channel was intermittent and influenced by pressure applied to the header. X-ray analysis of the header confirmed the channel 8 feed through wire was broken. A broken feed through wire would explain the failure of the channel 8 output. It is not known when the damage to the feed through wire occurred. The failure is consistent with damage that can occur at explant. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.